Manufacturer narrative:
One medfusion pump was received with the top case cracked on the left corner with a broken tubing guide and both plunger cases were badly cracked. The event history log was reviewed and there were no force sensor errors. The power up process and a check and test of the force sensor were conducted. The force sensor was out of specification. The values were 0= -0.02 lb, 5= 3.48 lb, 15= 12.73 lb. This issue is a result of the customer's physical damage to the device. The left plunger case screw inserts were broken and impact knocked the force sensor out of calibration. The left plunger case and force sensor were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor error. The issue was discovered during routine testing and there was no patient involvement.